Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient reported an alarm and insulin squirting during the manual prime. Troubleshooting was performed, and the drive support cap was protruded. Advised the patient that the insulin pump would be replaced. Nothing further was reported.